Event description:
Information received from the field notes that no pacing was seen from the device. The patient's intrinsic rhythm was 40 bpm. Interrogation of the device resulted in a message of "communication failure". At the previous follow-up in june 2006, the measured battery data was 2.62 v, 10 ua, 13 kohms.